Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of snare loop break.

Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used in the colon to remove polyps during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During preparation and outside the patient, when the snare was unpacked, the snare loop was found broken and it could not be used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of snare loop break. Block h11: investigation results: the returned sensation: snares was analyzed, and a visual evaluation noted that the working length and wire were kinked at medium section. Also, during the visual and microscope inspection it was found that the working length and loop have a mechanical cut. Dimensional test was performed, and the length of the working length was out of specification. No other problems with the device were noted. The reported event of a snare loop break was confirmed. Based on the product analysis performed on the device, it was observed that the working length and wire were kinked in the middle section. These failures likely occurred due to the way the device was handled and manipulated, which may have contributed to the reported and observed problems. Excessive manipulation of the device without sufficient care could have induced the defects identified. Additionally, it was noted that the working length and loop exhibited a mechanical cut. After further analysis, it was determined that the most likely cause of this cut was contact with a tool, leaving a distinct mechanical mark. This observation was compared against reference material "92025235, introduction to material science and failure analysis, bsc." A review of the device history records (dhrs) and the procedures related to loop assembly, extension, and formation confirmed that the manufacturing process was capable of ensuring correct assembly and dimensions. However, since the working length and loop had a mechanical cut, the dimension "length of the working length" was found to be out of specification. Therefore, the most probable root cause of this complaint is classified as adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used in the colon to remove polyps during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During preparation and outside the patient; when the snare was unpacked, the snare loop was found broken and it could not be used. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.